Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. Additional information received from the field representative indicated that the cause was not determined. A system revision was planned for an unknown date in the future. The device and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.